Event description:
It was reported that the patient experienced a low glucose event with a nadir of 70 mg/dl; the ilet pump alerted and the patient treated with glucose tablets, but the associated mobile app¿s low alert was found turned off and was subsequently enabled. Symptoms included muscle weakness and nausea, and the glucose level did not fall below 70 mg/dl. Outcomes included the need for unexpected medication intervention in the form of oral fast-acting carbohydrates. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no findings available regarding device malfunction and insufficient information regarding any specific device component issue. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.